Event description:
Same case as MDR ID: 2134265-2012-04101. This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during a gastric aneurysm embolization treatment procedure there was difficulty advancing the coil and the coil failed to detach. A total esophagectomy was performed and 7 days later the patient returned with severe gastric bleeding. An endoscopy was performed which showed that there was no access to provide hemostasis for the gastric bleeding. The patient was referred to hemodynamics. During the examination 2 gastric artery aneurysms were identified; one mild distal and another moderate proximal. It was decided to perform the aneurysm embolization treatment at this time. Access was obtained via the femoral artery and the 2/3mm x 2.3cm interlock coil was advanced to the vessel via a renegade microcatheter. The coil did not release from the delivery system. The interlock coil was removed and again advanced in an attempt to reposition the device, however it was still unable to be released. The interlock coil and renegade catheter were removed from the patient and during withdrawal the renegade catheter and interlock coil became stuck at the y connector. The renegade catheter was strongly pulled and broke at the junction of the catheter and the hub. Another scopy was performed and showed that the vessel had spontaneously coagulated at the site of the aneurysm. There were no patient complications following the procedure, however the patient remained under special care due to the pre-existing conditions. However, the returned device revealed fractures in the coil, pusher wire and interlocking arm. It was also reported that ten days following the procedure the patient expired. It was reported by the hospital that the patient death was not caused by the procedure or interlock coil device. The cause of death was related to the patient's pre-existing conditions; multiple organ failure caused by sepsis, respiratory insufficiency and esophageal neoplasis (cancer).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the coil was protruding from the broken proximal catheter shaft. The coil was broken and severely stretched. The zap tip of the coil and an interlocking arm were visibly tangled in the inner lumen of the catheter. Extreme difficulty was experienced releasing the zap tip and interlocking arm from the microcatheter lumen. The interlocking arm was removed on its own. On inspection it was found to be the pusher wire interlocking arm. The arm had folded back on itself and dried blood was also visible. The introducer sheath was inspected and no anomaly was noted. The twist lock had been fully opened. The pusher wire was visibly stretched and broken inside the introducer sheath. The pusher wire was removed from the introducer sheath. On removal the distal end of the pusher wire was found to be broken off up to the distal tfe (trifluroethane), severe stretching was also noted. The core wire of the pusher wire was broken between the mid solder joint and distal tfe. Dried blood was visible. Microscopic inspection revealed that the zap tip shape and surface was smooth. The interlocking arm of the pusherwire ss coil was inspected. The arm had folded back on itself and dried blood was also visible. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The 0.027" microcatheter used with the coil is larger than the directions for use (dfu) recommended diameter of 0.021" microcatheter. The preparations for use section of the dfu instructs the user to begin continuous flush before introducing the coil into the catheter however it was reported that intermittent flush was used. The probable root cause is considered user related. (B)(4).